Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, when the deployment button was depressed the clip did not deploy and remained in the device. Difficulty was experienced when attempting to remove the device from the anatomy. In accordance with the instructions for use, an attempt was made to use the access ports to facilitate device removal, however, it was unsuccessful. Force was applied and when pulling the device back, the clip deployed and hemostasis was achieved. There were no adverse patient effects reported. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Eval summary: eval of the returned device found it was fully clip deployed and the clip was not returned. External exam found a damaged vessel locator retracted into the distal end of the clip delivery tube set. Internal inspection found the locator wings to be intact but bent with secure attachment points and no damage to the distal retaining ring. No other internal device damage or anomaly was detected. During testing, the deployment function was performed and all steps of the deployment attempt were successful. Damaged locator wings are consistent with difficult to remove devices. A possible cause for the damaged wings may have been the compaction of tissue between the deployed locator wings and the distal end of the device clip delivery tube during deployment through the tissue tract, bending the locator wings distally, away from the operator. This condition may result in the inability of the locator wings to retract properly into the clip delivery tube after clip deployment creating a condition of resistance to device removal, which is consistent with the complaint, requiring counter-traction and force to remove the device from the pt. Based on the investigation findings, the root cause for the reported event and condition of the device is related to the operational context in which the device was used. No mfg or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.